Event description:
It was further reported that the vad had a thrombus, and the patient experienced a brain hemorrhage the day after receiving tissue p lasminogen activator (tpa). It was noted that the patient had expressive aphasia as a result of the hemorrhage and became stable once all anticoagulation medication was held. It was also reported that the patient and family members decline palliative measures, and the patient went into ventricular tachycardia (vt) arrest. Cardiopulmonary resuscitation (CPR) was administered with no success. The patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported high-power event was confirmed via review of the available auto-logs report which revealed a gradual increase in power consumption and estimated flows starting on (B)(6) 2023 and 16 high watt alarms logged since (B)(6) 2023. Information provided by the site indicated that, in addition to the high-power event, it was suspected that the patient had a pump thrombus. The patient experienced dark colored urine and had elevated lactate dehydrogenase (ldh). It was noted that the patient had a subtherapeutic international normalized ratio (inr), was non-compliant with anticoagulation medications, and had a chronic driveline exit site infection requiring antibiotics. The patient was admitted and treated with tissue plasminogen activator (tpa). Additional information provided by the site indicated that the vad had a thrombus, and the patient experienced a brain hemorrhage the day after receiving tissue plasminogen activator (tpa). It was noted that the patient had expressive aphasia as a result of the hemorrhage and became stable once all anticoagulation medication was held. It was also reported that the patient and family members decline palliative measures, and the patient went into ventricular tachycardia (vt) arrest. Cardiopulmonary resuscitation (CPR) was administered with no success. The patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high-power events, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, driveline infection, bleeding, cardiac arrythmia, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of device thrombus and driveline infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, including the reported non-compliant with anticoagulation medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt alarms and it was suspected that the patient had a pump thrombus. The patient experienced dark colored urine and had elevated lactate dehydrogenase (ldh). It was noted that the patient had a subtherapeutic international normalized ratio (inr), was non-compliant with anticoagulation medications, and had a chronic driveline exit site infection requiring antibiotics. The patient was admitted and treated with tissue plasminogen activator (tpa). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.